Event description:
On (B) (6) 2010, the patient reported he is currently using his backup insulin infusion device. He said his blood glucose readings have consistently been in his target range for the past 4 days, but he has still had several elevated blood glucose readings in the 300's mg/dl. He was assisted with switching back to his primary infusion device. Further attempts to follow up with the patient were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.